Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump alarmed for a motor error. Nothing further was reported.

Manufacturer narrative:
Failure analysis revealed that the insulin pump passed the displacement test, rewind, and basic occlusion test. The device was received with stuck motor error alarm loop during bolus delivery. The motor was tested outside the device and passed the test. The motor may have had an intermittent failure not detected during our testing. The unit was received with minor scratched lcd window, broken reservoir tube lip, cracked belt clip slot, and cracked battery tube threads.